Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that there is a crack on the insulin pump. The customer reported that the drive support cap is sticking out. The customer was asked verbally and in written form to return broken insulin pump for analysis. The customer was advised that we will sent replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.